Event description:
During implant, it was not possible to interrogate the pacemaker. The pacemaker was exchanged to resolve the issue and the patient was in stable condition.

Manufacturer narrative:
The device was received in normal working condition. Visual inspection, electrical testing, and mechanical evaluation revealed normal device characteristics. Interrogations were performed successfully on various programmers with different software versions. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.